Manufacturer narrative:
Additional information was received that the event was assessed to be not device or procedure related. Device remains implanted in the patient.

Event description:
A report was received that the patient experienced increased pain to bilateral lower extremities. The patient was administered medication and the event is considered to be resolving. It is not known if the non serious adverse event is device or procedure related.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient experienced increased pain to bilateral lower extremities. The patient was administered medication and the event is considered to be resolving. It is not known if the non serious adverse event is device or procedure related.